Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the control panel and adjustable pressure limiting valve. The unit was returned to service.

Event description:
The ge healthcare service representative reported that, during planned maintenance, it was discovered the control panel was damaged; intermittently causing an inability to switch to mechanical ventilation. It was also discovered the adjustable pressure limiting valve was delivering more pressure than requested. There was no report of patient involvement.